Event description:
It was reported that the customer's pump screen was dark and would not turn on, with the red led flashing and the pump beeping and vibrating periodically. There was no adverse impact to the customer's blood glucose level. Technical support arranged to replace the pump, confirmed the shipping address, and instructed the customer to use multiple daily injections as a backup insulin therapy. The customer was guided on how to put the pump into storage mode and instructed to return the faulty pump to tandem within ten days using a prepaid label, which the customer acknowledged.